Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there are air bubbles in tubes. Exact amount affected is unknown. No patient impact reported. The following information was provided by the initial reporter: "the gel was ¿broken up¿ by what may have been air bubbles. Close to 1000 affected."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: updated with additional defect information received by customer. Same lot number and date of event. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-21.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there are air bubbles before use in an unspecified number of tubes and poor barrier separation after use in 5 tubes. No patient impact reported. The following information was provided by the initial reporter: "the gel was ¿broken up¿ by what may have been air bubbles. Close to 1000 affected. Customer advised that most of the case had tubes with bubbles in the gel. How many samples were used and they found blood seeping through the gel? 5 tubes, and then they checked the stock.".

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for evalution? Yes d.10 returned to manufacturer on: 24-jul-2023 h.6. Investigation summary: bd received 146 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Poor barrier separation was not observed. Customer sample evaluation: evaluation of the returned samples revealed 103 out of 146 tubes had multiple bubbles in the gel. Retention sample evaluation: 100 retained samples were visually inspected, and no defects were found. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the photos and returned sample evaluation. This complaint cannot be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there are air bubbles before use in an unspecified number of tubes and poor barrier separation after use in 5 tubes. No patient impact reported. The following information was provided by the initial reporter: "the gel was ¿broken up¿ by what may have been air bubbles. Close to 1000 affected. Customer advised that most of the case had tubes with bubbles in the gel. How many samples were used and they found blood seeping through the gel? 5 tubes, and then they checked the stock."